Manufacturer narrative:
On september 15, 2022, mentor became aware of a corrected/updated date of awareness for this complaint. For the initial report related to this complaint, "section g3. Date received by manufacturer" should have indicated may 24, 2021, not may 26, 2021 as previously reported. This change does not impact timeliness or status of previously submitted reports. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Upon review of this file on 21/jul/2021, mentor discovered that the date of event was reported incorrectly in the initial report. Field b3 has been updated to reflect the true date of event, (B)(4) 2020. Manufacturer's reference number: (B)(4). B3 date of event updated to (B)(6) 2020.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention only. No information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(4) clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent a breast augmentation with a 350cc mentor memoryshape breast implant and experienced a device migration on the left side post-operatively, which required surgical intervention to have the implant repositioned. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received a confirmed date of explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the mentor memoryshape¿ tm+ 350cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).